Manufacturer narrative:
Distributor has informed infutronix the device will not be returned for evaluation.

Event description:
On (B)(6) 2021, a distributor of infutronix reported an issue on behalf of an end user ml, "cassette leaking from proximal end of the administration set while receiving therapy at home" device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).